Manufacturer narrative:
The log file of the affected device was made available and analyzed. Based on the log file, it could be confirmed that the device performed a restart due to loss of power while running on internal battery. The log file contains entries indicating that the life span of the internal battery had been reached. The worn out, faulty internal battery must be replaced. If the savina 300 device is not connected to mains power or is not equipped with an external battery, the device switches over to operation on the internal battery. During the discharging process, a decreasing capacity of the internal battery is indicated by corresponding alarm messages with ascending priority. If the device is switched on with discharged and/or worn out internal batteries, the timespan between these alarms can be shortened. When the internal battery is completely discharged, the system shuts down and generates an acoustical power supply failure alarm. In case a ventilation is active at that time, the pneumatic system opens which reduces airway pressure to ambient pressure and spontaneous breathing is possible for the patient. If ac mains supply is available again, the device restarts and immediately resumes the ventilation with the previous ventilation parameters. The savina 300 device uses internal batteries with lead-gel technology. Batteries of this type perform particularly well when used as a backup battery. If these batteries are used in irregular alternating mode, e.g. In intra-clinical transport, the lifetime is shorter due to technology. A more frequent replacement of the internal battery or the additional use of the external battery option is recommended in this case. In the current event, the device reacted as specified and generated the corresponding audible and visual alarm messages. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device had shut down within a short period of time while running on battery power, without any audible warning. There were no patient health consequences reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device had shut down within a short period of time while running on battery power, without any audible warning. There were no patient health consequences reported.